Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the hospital. The fse confirmed the reported problem. The fse started the ventilator and the unit alarmed battery failed. The fse also verified the error code message of battery failure. Resolution and disposition: the fse replaced the new battery to address the reported problem. The device returned to full functionality.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
Customer reported that during boot-up, the v60 ventilator battery was faulty. Customer reported there was no patient involvement.